Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, displacement test and basic occlusion test however, unable to prime unit during prime test due to slightly loose drive support disk and unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was also received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms or frozen screens were noted. The insulin pump had cracked case at the display window corners, cracked display window, partially broken reservoir tube lip, partially broken belt clip slot, stained endcap sticker, minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were unresponsive and device had a frozen display. During troubleshooting, customer mentioned that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 1400 mg/dl. Call was disconnected. Customer will not be returning the device for analysis.